Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycaemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with hypoglycemia on (B)(6) 2025. The patient stated that prior to this they had several issues connecting their freestyle libre 2 plus sensor with the omnipod 5. Abbott have been notified with the reported information. Symptoms reported include loss of consciousness and blurred vision. The patient was treated with intravenous medication and oxygen. The patient was released after four days ((B)(6) 2025). The pod and sensor were discarded by the staff at the hospital.